Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure balloon withdrawal resistance occurred. The patient presented with an st elevated myocardial infarction. Access was obtained via the femoral artery. The 90% stenosed, 2.25x16mm denovo and eccentric target lesion was located in the mildly tortuous and non-calcified proximal left anterior descending artery (lad) with a bend greater than 45 degrees. The lesion was predilated with a 2.0x12mm apex balloon, leaving 60-70% residual stenosis. A 2.25x16mm ion stent delivery system (sds) was then advanced to the lesion and deployed at 17atms. It was noted that the stent was fully deployed and well apposed. The balloon was deflated and when the physician attempt to remove it from the deployed stent it was noted that the balloon withdrawal resistance occurred. The physician was eventually able to remove the device from the patient and it was noted that the stent remained implanted in the lesion. The procedure was completed at this point with no patient complications reported. The patient¿s current condition is fine.